Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a calibration error last night and treated for his blood glucose. Customer's blood glucose was 162 mg/dl this morning. Customer tried to calibrate but received another calibration error and then a change sensor alert. Customer stated that he believes the issue is with the transmitter. Customer stated that when it is common for his sensor glucose to be more than 30 points different from his blood glucose. Customer reported a senor glucose value of 162 and blood glucose reading of 32 mg/dl. Customer stated that it seems like the serter is holding onto the sensor and the enlite sensors are harder to insert. Customer was advised that the serter will be replaced to see if it helps.